Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure. Medical records have not been provided. We have contacted the initial reporter to request additional information and to request return of the device for evaluation. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2007 - the patient underwent surgery for repair of a ventral hernia using a ventralex hernia patch. (B)(6) 2013 - the patient underwent surgery to remove the mesh because of alleged persistent abdominal pain. The patch was removed in its entirety. The attorney's report alleges abdominal pain, permanent injury, and explant.